Manufacturer narrative:
No button error alarm noted. Esc button did not respond due to flattened button dome switch. Prime anomaly and no delivery alarms were not verified due to unresponsive button. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 12.2 mmol/l. No further information reported.